Event description:
It was reported that the devices were used during a coronary artery bypass graft. It was reported by the rep that the clips would not feed into the jaw on both clip appliers. A third clip applier was obtained to complete the case. There was no consequence to the pt.